Manufacturer narrative:
Evaluation summary: the device was returned with the blade scratched and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The hand-activated buttons were tested and functioned properly. The identified blade damage may have occurred from external contact during pre-op or general use.

Event description:
It was reported that the device was used during a gastric bypass, displayed an error code 5. Used same like device to complete the case. There was no consequence to the patient.